Event description:
It was reported that the patient¿s first lead moved so they had to have a revision of the lead. It was reported that initially the stimulation was ¿stronger¿ on their left side and they could never ¿get it adjusted¿. It was reported that when they took pictures (meaning x-ray) it was confirmed the lead had moved. It was noted there were no falls or trauma that cause the lead movement. It was noted the revision surgery was confirmed to have occurred on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4),7 implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was reported that it was unknown if there were any abnormal impedance measurements. It was noted that surgical intervention had not occurred. It was noted that the patient outcome was unknown and it was unknown if the patient required hospitalization. It was noted that signs and symptoms associated with the event was unknown.